Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life and loose battery cap. The insulin pump alarmed with replace battery or replace battery now alarm. Customer received a low battery alert prior to replace battery now alarm and was less than 8 hours. The side of the battery compartment was cracked. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon, serial number label missing, pillowing keypad overlay, keypad overlay texture damage, cracked case on corner of belt clip rails, cracked case on battery tube, broken belt clip rails, cracked keypad overlay, missing display window/cover, cracked battery tube threads, scratched case, and minorly scratched lcd window identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on 03/26/2022 at 05:53:05, 06:03:00, low battery alarm on 03/23/2022 at 12:14:00, on 03/25/2022 at 16:38:00, 21:19:00, on 03/26/2022 at 05:07:00, replace battery alarm on 03/25/2022 at 16:51:00, 21:32:00, on 03/26/2022 at 05:27:00, 05:37:00, replace battery now alarm on 03/25/2022 at 17:05:00, 17:15:00, on 03/26/2022 at 05:42:00, 05:52:00, 05:53:05, power loss alarm on 03/26/2022 at 07:18:21, 07:18:32, insert battery alarm on 03/23/2022 at 13:45:40, on 03/25/2022 at 17:15:47., 21:36:50, 23:41:36. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery, low battery, replace battery, replace battery now, power loss, nor insert battery alarms during testing. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. Customer alleged for power loss alarm was confirmed. Unable to verify battery cap damage due to missing original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.